Event description:
During a procedure blood was noted to be leaking from the sheath. The sheath was replaced to complete the procedure with no adverse consequences to the patient.

Manufacturer narrative:
One fast-cath introducer sheath was received for evaluation. Visual inspection revealed a blood-like substance (bls) on the returned components. No visual anomalies were noted. The sheath was unable to be flushed due to an occlusion from dried bls and microscopic inspection of the seals revealed no tears or other anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.